Event description:
Hamilton co was informed of an event that occurred on 11/29/05, in which the hamilton microlab at +2 instrument reportedly emitted smoke and an order of burnt plastic. No death or injury resulted from this event.

Manufacturer narrative:
Our distributor for the device, roche diagnostics, has investigated this event and has evaluated the instrument. The power board had burned out. The instrument has been repaired and returned to service.